Manufacturer narrative:
Of the 24 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 7 were found to be malfunctioning due to bolus button defect, intermittent/unresponsive bolus button and unspecified reasons. In q1 2017 there were 1 additional instances of audio bolus failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 24 malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus issue. These reports were received from various sources. The patients associated with this allegation ranged from 55-344 pounds and between 4 and 98 years of age. Of the reported patients, 12 were male, 12 were female.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2016- this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there was 1 instance of audio bolus failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.